Manufacturer narrative:
A sample product was not received for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that he has a few post intraocular lens (iol) implant patients that have glistenings and phimosis. There was no reported harm. Additional information was requested.